Manufacturer narrative:
The device was not returned to sjm; therefore, a physical eval of the product and confirmation of the complaint is not possible. Review of the device history record confirmed this device met manufacturing requirements prior to shipment. The root cause of the reported handle leak is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported that approximately two hours into an ablation procedure, the handle of the therapy cool flex catheter was leaking. No visible damage to the therapy cool flex catheter was noted. The therapy cool flex catheter was replaced to continue the procedure. There were no consequences to the pt and the pt's status post procedure was stable.